Manufacturer narrative:
The device associated with this incident was requested for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient used the teladoc health blood pressure monitor and reported the cuff was too tight, caused bruising and nerve damage. The patient confirmed their arm circumference is outside of the product specification. The patient didn't confirm if medical treatment was given as part of the injury.